Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to premature battery depletion. This device was successfully replaced. No additional adverse patient effects were reported.